Event description:
It is reported by the patient that their insulin pump has an unresponsive keypad. The patient's blood glucose level is unknown. Trouble shooting was conducted. Device is being returned. No further information available.

Manufacturer narrative:
Insulin pump received with an intermittent button response due to moisture damage on the act button. Insulin pump received with minor scratches on lcd window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.